Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported experiencing elevated blood glucose of 200-400 mg/dl while using the infusion sets for the past month. Her normal blood glucose level is 100 mg/dl. She stated that the headset cannula was bent in 2 places when removed. She stated, the headset was inserted manually. The pt did not require treatment from a health care professional or second party to address the issue. The pt was sent replacement product. No product will be returned for eval.